Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the maintenance unit air water tubing was bent and the power switch led was not lighting up. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field(s): the device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found that the plastic cap part of the power switch was damaged. However, the cause of the damaged power switch had not been confirmed. Since no other information could be obtained, we could not surmise a cause.. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.